Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, relevant tests/laboratory data, concomitant medical products: estimated date. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip, referenced in describe event or problem, is filed under a separate manufacturing report number. Attachment: mitraclip-induced systolic anterior motion complicated by pericardial effusion: a case report, ran kornowski et al, catheterization and cardiovascular interventions 91:1371-1374 (2018).]

Event description:
This report is being filed against the steerable guide catheter due possible atrial perforation, pericardial effusion, and heart failure. It was reported through a research article that a patient presented with atrial fibrillation, pulmonary edema and severe degenerative mitral regurgitation (mr). Two mitraclips were implanted without reported issue, reducing mr to minimal. There was no pericardial effusion. Two days later the patient developed dyspnea and hypotension with recurrent atrial fibrillation, systolic anterior motion (sam) of the anterior mitral leaflet, left ventricular outflow tract obstruction (lvoto), pericardial effusion most probably related to either a post-procedural inflammatory response, possible reactive pericarditis, or a micro-perforation from transeptal access, reduced left ventricular end diastolic diameter, possibly contributed to the pre-existing pleural effusion with pulmonary congestion, hypervolemic state, and worsening mitral regurgitation. Treatment included medications, cardioversion, intravenous fluids, chest tube insertion, and surgical pericardial window with thoracotomy and drainage. Details are listed in the attached article, mitraclip-induced systolic anterior motion complicated by pericardial effusion: a case report.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) number could not be determined as part and lot numbers were not provided. The device was not returned and there was no reported device malfunction associated with the steerable guide catheter. A review of the lot history record was not performed because the part and lot number information was not available. The reported patient effects of atrial septal defect requiring intervention, worsening heart failure, and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information available and reviewed, the reported patient effects of atrial perforation, pericardial effusion and worsening heart failure appear to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.